Event description:
Related manufacturer reference number:2017865-2023-23557. Related manufacturer reference number:2017865-2023-23559. It was reported the patient presented to the clinic. Upon review, it was discovered that the right ventricular lead failed to capture and failure to sense. It was also noted that the left ventricular lead exhibited high capture thresholds and that both leads dislodged. The pacemaker migrated however, could not be relocated with out a much more invasive procedure so the physician added excess slack in the lv and rv prior to closing the pocket to allow the device to drop without putting tension on the leads. The rv lead was explanted, and the lv lead had programming changes performed. There were no patient consequences.